Manufacturer narrative:
The model of the pump is an a200 infusion pump.

Event description:
On (B)(6) 2010, advanced infusion, inc. Was served with a lawsuit by a patient alleging that an alpha infusion pain pump used during surgery and caused the cartilage in her left shoulder to waste away (chondrolysis).